Event description:
Originally it was reported that with the application of heat, at about 70 degrees the pt began to feel some significant pain in the buttock and down the posterior hamstrings and legs bilaterally. (Note: the degree of heat applied during an idet procedure is dependent on the pt's tolerance). The heat was cut back and the pain went away. Heat was then applied again and the pain came back. The catheter was removed and another catheter was used to complete the procedure. Upon removal of the first catheter it was noted that the catheter had "a little bit of shear and irregularity at the distal tip". Based on the initial info it was determined that this was not an MDR reportable event. However, investigation of the returned device revealed a small portion of the tip of the catheter was missing. With the info that is currently available there is no way to determine when or where the tip came off. Since it is a possibility that the tip detached while the device was in the pt the event is considered an MDR reportable event.